Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no charge on the 400v capacitor. The ground fault interrupter (gfi) was reset and ok, but a replacement is required. A 2nd visit from the representative replaced the gfi. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used post-operatively of a electrode and probe placement procedure. It was reported that the generator was beeping and no 2d & 3d images were able to be taken. It is unknown if there was any delay to the procedure and patient outcome is unknown.

Event description:
The issue occurred at the end of the procedure so there was no need for any 3d spin.

Manufacturer narrative:
Additional information: initial reporter name received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no reported delay to the procedure due to this issue and no impact on the patient outcome.